Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation, therefore, a definitive root cause couldn't be determined. Despite many tests performed by imt ag on similar returned parts, the issue was still not reproducible. No functional or performance issues were found in fa lab investigation.

Event description:
A biomed reported stating that the vent had a frozen screen. Vent alarmed with no alarm banner and could not turn off. Issue happened prior patient use. No patient involvement.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3:81 other: the suspect device has not been return for investigation. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.